Event description:
Per sales rep, the surgeon was using the 1.2 blade to screw in the 1.2x4 screw and the head of the screw snapped off the shaft of the screw. The shaft was left in the pt.

Manufacturer narrative:
The macroscopic and microscopic examination revealed that the screw broke because of too high torsional forces during the insertion. Indications for material or mfg related problems were not found in this investigation. Based on statistical eval, on indication was found for any device related issue.